Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative verified the radiation dose to be within the normal limitations. The system was tested and is operating as intended. This event may be an accidental radiation occurrence.

Event description:
The customer reported that the 9800 system would seem to expose fluoro twice when the switch was pressed. No pt injury was reported.